Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE ODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 21-FEB-2020 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE FULL HEIGHT DRAWER WAS NOT DETECTED ON THE BUS. A FIELD SERVICE ENGINEER (FSE) OBSERVED THAT THERE WERE NO LIGHTS ON THE CONTROLLER BOARD, INDICATING A FAULT. THE FSE REPLACED THE FAULTY CONTROLLER BOARD AND THEN TESTED THE DRAWER USING THE HARDWARE TEST APPLICATION (HTA). THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY HAD DRAWER FAILURE. THE CUSTOMER REPORTED THAT A MALFUNCTION TOOK PLACE WHEN THE USER TRIED TO DISPENSE MEDICATION TO THE PATIENT AND THERE WAS A DELAY IN DISPENSING THE MEDICATION. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY HAD DRAWER FAILURE.THE CUSTOMER REPORTED THAT A MALFUNCTION TOOK PLACE WHEN THE USER TRIED TO DISPENSE MEDICATION TO THE PATIENT AND THERE WAS A DELAY IN DISPENSING THE MEDICATION.THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary had drawer failure.The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication.As per part investigation, it was determined that the root cause was physical damage to coil L301 and thermal damage to component U300, resulting from an electrical failure, of the PCBA FH CUBIE PMC (PN 15190301). This damage compromised the communication and control signals responsible for managing the drawer opening, leading to its malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.Correction: Section D Unique Device Identifier (UDI).PART ANALYSIS:The reported condition of AUXILIARY DRAWER #6 has failed was confirmed by the Field Service Engineer (FSE) and subsequently confirmed in the DCHU inspection process. According to WO (b)(4), the BD Field Service Engineer (FSE) reported that full height drawer 6 was not detected on the bus. During troubleshooting, no lights were observed on the controller board. The Pyxis Bus Module Controller (PMC) Board was replaced and tested. The system functioned as intended after the replacement.During DCHU Visual Inspection:P/N 151903-01: The part was received with signs of physical damage as a broken coil L301. Closer inspection was performed using a microscope which confirmed the broken plastic of the coil, as well as thermal damage on component U300. During DCHU Testing: P/N 151903-01: Since thermal and physical damage was detected during external inspection, no testing was performed. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause of the complaint is physical damage to coil L301 and thermal damage to component U300, resulting from an electrical failure, of the PCBA FH CUBIE PMC (PN 15190301). This damage compromised the communication and control signals responsible for managing the drawer opening, leading to its malfunction.